Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose of 52mg/dl and the pump continues to drip insulin after a bolus. Customer was advised to monitor the pump and call back if further assistance is needed. Customer was also advised to follow up with their doctor to discuss the possible causes of the low blood glucose. No further details given.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No cosmetic damage was noted.